Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient had an infection. There were no environmental/external/patient factors that may have led or contributed to the issue. The ins and lead were taken out and antibiotics therapy was performed. The issue was resolved. Neuropathic pain was noted as patient medical history. The issue occurred during normal use. Additional information was received from the rep. It was reported that the explant date and device serial numbers were unknown and would not be made available.